Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient's mother was advised to forget all transmitters in the bluetooth settings, remove all bluetooth devices from the immediate area and restart the smart device. Patient's mother was also advised to close additional background applications running, reboot the smart device and restart the dexcom applications. The patient verified that the smart device has imitated pairing. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/18/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.